Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilbs-635-6-6 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided a document based investigation was conducted. Document review: prior to distribution zilbs-635-6-6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records could not be completed as the lot number was unknown. There is evidence to suggest the user did not follow the IFU (ifu0065-3). "Standard ercp techniques for placement of biliary metal stents should be employed" root cause review: a definitive root cause of off-label use was determined. The stent was not used via ercp procedure. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient had the complication of mild pancreatitis, for which conservative treatment was needed for a few days. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Ogura et al 2014 ¿ ¿eus-guided hepaticogastrostomy combined with fine-gauge antegrade stenting: a pilot study¿. A 0.025-inch guidewire (visiglide; olympus medical systems, tokyo, japan) was placed into the common or right intrahepatic bile duct. We inserted the fine-gauge delivery system of the uncovered metallic stent in the antegrade direction. The stent was deployed across the bile duct obstruction. Thus if the lower bile duct was obstructed, the stent was deployed across the ampulla of vater, and if the middle or upper bile duct was obstructed, the stent was deployed from the lower bile duct across the obstruction site. 1 patient (#3) had the complication of mild pancreatitis, for which conservative treatment was needed for a few days.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation the zilbs-635-6-6 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided a document based investigation was conducted. Lab evaluation: n/a. Document review prior to distribution zilbs-635-6-6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records could not be completed as the lot number was unknown. There is evidence to suggest the user did not follow the IFU(ifu0065-3). "Standard ercp techniques for placement of biliary metal stents should be employed". Root cause review: a definitive root cause of off-label use was determined. The stent was not used via ercp procedure. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient had the complication of mild pancreatitis, for which conservative treatment was needed for a few days. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This correction report is being sent to capture below change made on 02-dec-2022: section 10. Component code (annex g) updated from g04122 to g07001.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ogura et al 2014 ¿ ¿eus-guided hepaticogastrostomy combined with fine-gauge antegrade stenting: a pilot study.¿ a 0.025-inch guidewire (visiglide; olympus medical systems, (B)(4)) was placed into the common or right intrahepatic bile duct. We inserted the fine-gauge delivery system of the uncovered metallic stent in the antegrade direction. The stent was deployed across the bile duct obstruction. Thus if the lower bile duct was obstructed, the stent was deployed across the ampulla of vater, and if the middle or upper bile duct was obstructed, the stent was deployed from the lower bile duct across the obstruction site. 1 patient (#3) had the complication of mild pancreatitis, for which conservative treatment was needed for a few days,